Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, constant spotting, discharge (odor/no odor), hot flashes, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, bleeding/spotting after sex, long menstrual cycles (polymenorrhea), breast pain/tenderness, abdominal spasms/ twitching/ fluttering, all over body aches/pain, severe bloating, metallic taste in mouth, brain fog and dash; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (metrorrhagia), hives, rashes, skin irritation/itching, hair loss, dental issues/sensitivity, weight issues (gain) vision problems (blurred vision) excessive sweating, dry skin/hair/eyes, brain shocks, numbness/tingling in extremities. I will have more information when I see my surgeon in (B)(6) for removal of coils.